Manufacturer narrative:
Device received with no audio/beeping alarms and tones due to broken black wire of the piezo transduce. Device received with no vibrate due to broken black wire at the vibrator motor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stop vibrate alarm. The customer¿s blood glucose level was unknown at the time of the incident. Pump was neither beeping nor vibrating currently. The customer was assisted with troubleshooting and the pump did not vibrate. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.